Manufacturer narrative:
(B)(4). The product was received for evaluation. Visual inspection revealed that the packaging had missing seal marks at the bottom area and on the sides. The reported condition was verified. The cause of the condition was determined to be improper sealing by the packaging machine. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a cut in the packaging of a v-link adapter. This was noted before use. There was no patient involvement. No additional information is available.